Event description:
It was reported that the silicone ankle strap broke during surgery, routine use. No harm to the patient or the user.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b2, b4, d10, g4, g7, h1, h2, h3, h6, h10. G3: report source, foreign - event occurred in canada. D10: the product had been returned to zimmer biomet for investigation. Visual inspection confirmed the reported event. The strap is torn midway along the adjusting holes. The strap is used together with the mating part - the metal ankle yoke (32-422777). The strap is hooked on the yoke. Any sharp edges or corners of the yoke could potentially cause the tear. It is also possible that the item was used multiple times and went through multiple sterilisation cycles that would contribute to reduced silicone strength. However, the exact root cause is unknown. There are 3 similar events reported against this item number. The mhr is not available since the lot number is unknown. Regulatory assessment determined that the occurrence of the event and the risk remains within the acceptable limits identified in the risk management report. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. D10: the product had been returned to zimmer biomet for investigation. G3: report source, foreign - event occurred in canada. The mhr is not available since the lot number is unknown. A risk assessment was carried out within the investigation. The assessment determined that the rate of occurrence, as currently specified in the applicable risk file, is acceptable and there is no change in the risk level as a result of this reported event. The risk to the patient remains within our defined acceptable risk limits, therefore there is no increase in risk. There are 3 similar events reported against this item number. A complaint search against the lot and item number combination could not be carried out as the lot number is unknown. Visual inspection confirmed the reported event. The strap is torn midway along the adjusting holes. The strap is used together with the mating part - the metal ankle yoke (32-422777). The strap is hooked on the yoke. Any sharp edges or corners of the yoke could potentially cause the tear. It is also possible that the item was used multiple times and went through multiple sterilisation cycles that would contribute to reduced silicone strength. However, the exact root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the silicone ankle strap broke during surgery, routine use. There was no delay of the procedure. There is no harm to the patient or the user.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. G3: report source, foreign - event occurred in canada. D10: the product had been returned to zimmer biomet for investigation. A new product number has been identified. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the silicone ankle strap broke during surgery, routine use. There was no delay of the procedure. There is no harm to the patient or the user.

Manufacturer narrative:
(B)(4). Report source, foreign event occurred in (B)(6). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a silicone ankle strap broke during surgery, routine use.